Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00866. It was reported that one day post implant procedure, patient had an episode of ventricular fibrillation. The implantable cardioverter-defibrillator and right ventricular lead delivered defibrillation therapy multiple times but failed to terminate the episode each time. The patient passed away. The device and lead were explanted.

Manufacturer narrative:
The reported event of inadequate high voltage output was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction - h6 - conclusion code should have been 67 - no problem detected rather than 4315 - cause not established as previously reported in report follow-up number 3.

Event description:
New information received noted there was no allegation from the physician that the death was caused by any abbott product or procedure.